Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adapter were exposed to a house fire. When the cable and adapter are charging the pump, it takes longer for the pump to charge. There was no impact to the customer's blood glucose level. Customer was sent replacements to resolve the issue.